Manufacturer narrative:
The patient outcome was reported as expired. B2, b5, h1, and h6 updated to reflect the reported outcome.

Event description:
Clinical narrative: a 35-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock, consistent with scai shock stage e, was supported with an impella cp device inserted percutaneously via the right femoral artery. The patient¿s comorbidities were unknown. Concurrent va-ECMO support was provided using a right venous cannula and a left arterial cannula. During and following device repositioning, the patient developed bilateral lower-extremity ischemia, identified by loss of distal pulses in the right leg (site of impella access and ECMO venous cannulation) and the left leg (site of ECMO arterial cannulation). Bilateral reperfusion sheaths were placed; however, restoration of distal flow was limited. The treating physician reported very small vessel diameters and severe vasoconstriction contributing to inadequate reperfusion. No bleeding or hematoma was observed at the access sites. Vascular imaging of the affected vessels was available for review. Activated clotting time (act) during the event remained between 160¿180 seconds. Additional contributing clinical factors included systemic sepsis and marked peripheral vasoconstriction. The reported ischemia may be associated with compromised distal perfusion resulting from severe cardiogenic shock, bilateral large-bore vascular cannulation, small vessel caliber, and pronounced vasoconstriction in the setting of critical illness and va-ECMO support. The reported sepsis may have contributed to systemic inflammatory response and peripheral vascular clamp-down, further exacerbating distal perfusion deficits despite anticoagulation parameters maintained within the target range. The device will be conservatively reported for death; however, the death is most likely attributable to the patient¿s underlying critical condition, as the patient presented in scai shock stage e.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
D6b explant date provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: a 35-year-old female with acute myocardial infarction and cardiogenic shock, consistent with scai shock stage e, was supported with an impella cp device inserted percutaneously via the right femoral artery on (B)(6) 2026 at 09:01. The patient was also receiving va-ECMO support with a right venous cannula and left arterial cannula. During and after device repositioning, the patient developed bilateral lower limb ischemia, identified by the loss of distal pulses in the right leg (site of impella access and ECMO venous cannula) and the left leg (ECMO arterial cannula). Reperfusion sheaths were placed bilaterally, but effective restoration of flow was limited due to very small vessel diameter and severe vasoconstriction, as reported by the treating physician. No bleeding or hematoma was noted. Imaging of the affected vessels is available.the patient¿s act remained between 160¿180 seconds during the event. Contributing clinical factors included sepsis and significant peripheral clamp-down.. No device malfunction was reported, and the impella was not removed for a device-related issue. The patient remains on support, and survival outcome at explant is pending. Based on the information available, bilateral limb ischemia occurred during/after impella repositioning in a patient on combined impella and va-ECMO support. The ischemia is clinically attributed to the impella in the context of multisite femoral cannulation, small vessel size, sepsis, and profound vasoconstriction. However, the sepsis and patient¿s critical underlying condition may have contributed to ischemia. No device malfunction was identified, and the impella remains in situ. The patient continues mechanical circulatory support, with outcome pending.